Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The blood glucose level was unknown. The customer also stated that unexpected restart alarm occurred shortly after inserting a new battery. The troubleshooting was performed for unexpected restart alarm. The customer had experienced multiple unexpected restart alarm after battery change. The customer was reported that she was able to rewind and prime her pump. The pump will not be returned for analysis.